Event description:
Report of explant of device system due to "infection at abdominal site-purulent drainage, no wound healing, and slight fever" received per the annual device tracking report. Follow up with hcp revealed the onset/diagnosis of the infection was 12/01/2000. Patient symptoms were redness, swelling, drainage, and incisional wound opening. The device pocket was the primary location of the infection. The device pocket was cultured but no organisms were noted. The patient was treated with IV antibiotics and total device system explant. The infection has resolved but patient requires ongoing care. The patient has risk factor of corticosteroid use.